Event description:
The consumer indicated that two tampons came apart upon removal and tampon pieces remained inside of her. She stated that the inside of the tampon appeared to come out leaving the outer portion inside. She believes that she was able to remove all remaining pieces, but plans to visit her doctor to confirm.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.